Event description:
The complaint source reported that during a shoulder surgery performed on (B)(6) 2026, it was not possible to insert the glenosphere into the glenosphere pusher (product code: 9019.74.152 - lot nr: unknown) designed for this purpose. This malfunction added approximately 30 minutes to the procedure. Event occurred in france.

Manufacturer narrative:
The review of device history records is not possible to be performed since the lot number of the instrument involved is unknown. A final report will be submitted after the investigation is completed.